Event description:
During a hip arthroscopy utilizing the drill, 2.6 mm, bioraptor 2.3 sut anc it was reported that the tip broke off and remains in the patient. There were no reports of patient injuries or complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One drill, 2.6 mm, bioraptor device was returned for evaluation of the reported complaint mode, ¿broken drill¿. The complaint was confirmed as the drill bit is missing. Based on the condition of the device, no dimensional checks could be performed. The device is bent with significant visible wear. With reusable devices, no determination regarding the number of procedural utilizations can be inferred. This device was manufactured in 2010. Therefore, no root cause related to the manufacturing can be identified. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).